Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy ii drug-eluting stent was loaded on a choice pt guidewire and was getting ready to go into the patient through a non-bsc guide extension catheter and a non-bsc guide catheter. However, during introduction when the physician was advancing the stent on the wire, it was noted that the shaft had a kink. The physician decided to pull it off and not use it but the shaft broke in half. The device did not enter the patient's body. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Synergy ii us mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 592mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy ii drug-eluting stent was loaded on a choice pt guidewire and was getting ready to go into the patient through a non-bsc guide extension catheter and a non-bsc guide catheter. However, during introduction when the physician was advancing the stent on the wire, it was noted that the shaft had a kink. The physician decided to pull it off and not use it but the shaft broke in half. The device did not enter the patient's body. The procedure was completed using a different device. No patient complications were reported.